Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. It was reported that the customer had two low blood sugar reactions in the past two months. No exact blood glucose levels were provided for those events. It was also reported that the customer was suffering from high blood pressure or hypertension, food sores and ulcers. No add'l info was provided.